Event description:
On 21/nov/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to complications with her diaphragm. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with worsening dyspnea on (B)(6) 2024. Radiological studies determined the patient was suffering from a large right-sided pleural effusion, which was causing acute respiratory distress (ard), and the patient was admitted. On (B)(6) 2024, the patient successfully underwent a thoracentesis which removed 2000 ml of fluid and improved the patient¿s dyspnea. The fluid removed was sent for cytology and returned positive for glucose. Additional radiological evaluation revealed a congenital defect allowing fluid to travel from the peritoneal cavity into the patient¿s right lung, causing the pleural effusion. General surgery was consulted, and the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without difficulty and was discharged on (B)(6) 2024. The patient began outpatient hd on (B)(6) 2024 and will return to pd in approximately 4-6 weeks. The patient has additional surgical appointments to determine the best course of action to address the pleuroperitoneal leak. The patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a right-sided pleural effusion (characterized by dyspnea and ard) and pleuroperitoneal leak, which required hospitalization, a thoracentesis and transition to hd for rrt. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction. The source of the patient¿s pleural effusion was attributed to the patient¿s pleuroperitoneal leak (confirmed glucose present), which was reportedly congenital in origin. In this instance, it is the patient¿s anatomy which caused the pleuroperitoneal leak, and not a fresenius device(s) and/or product(s) deficiency or malfunction. Pd fluid leaks are mainly due to congenital or acquired diaphragmatic defects in the patient. In cases of pleuroperitoneal leak, it is the physiology of the patient and not the device that is the cause of the serious adverse events. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 21/nov/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to complications with her diaphragm. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with worsening dyspnea on (B)(6) 2024. Radiological studies determined the patient was suffering from a large right-sided pleural effusion, which was causing acute respiratory distress (ard), and the patient was admitted. On (B)(6) 2024, the patient successfully underwent a thoracentesis which removed 2000 ml of fluid and improved the patient¿s dyspnea. The fluid removed was sent for cytology and returned positive for glucose. Additional radiological evaluation revealed a congenital defect allowing fluid to travel from the peritoneal cavity into the patient¿s right lung, causing the pleural effusion. General surgery was consulted, and the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without difficulty and was discharged on (B)(6) 2024. The patient began outpatient hd on (B)(6) 2024 and will return to pd in approximately 4-6 weeks. The patient has additional surgical appointments to determine the best course of action to address the pleuroperitoneal leak. The patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction.